Event description:
The company received a report where it was claimed that the unit did not provide an audio tone. The caller confirmed no pt involvement.

Manufacturer narrative:
No further conclusion can be drawn by the mfg site since the device is not expected to be returned for analysis.